Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 65 months ago. It was reported that there was disease progression with aortic neck dilatation resulting in stent graft migration requiring a talent cuff to be implanted (see MFR # 2953200-2005-01190). It was reported that the pt returned for follow-up 5 months ago and there was stent graft migration of the aneurx stent graft and the talent aortic cuff with presence of a type 1 endoleak (see MFR # 2953200-2010-00546). There was also continuation of the type 2 endoleak coming from the lumbar arteries. The physician elected to explant the stent grafts and converted the pt to an open repair. The explanted stent grafts were discarded by the user facility. No additional clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: the explanted stent graft was discarded, unable to follow-up; disease progression and aortic neck dilatation, type 2 endoleak; migration, endoleak. Conclusion: disease progression and aortic neck dilatation, type 2 endoleak.